Manufacturer narrative:
The device was not returned for evaluation; however, a device history review was conducted and there is nothing in the product history record that would indicate that the devices were released with any non-conformances that would contribute to the subject complaint.

Event description:
A patient underwent a staged hybrid convergent epicardial and endocardial ablation procedure using a cdk-1413 device. The procedure was completed successfully, and patient was discharged home. On post-operative day one, patient developed ongoing dysphasia. On post-operative day 7, a computed tomography scan (CT) was performed showing vasogenic cerebral edema and the patient was admitted. Magnetic resonance imaging (MRI) showed left parieto-occipital abnormality, most likely representing an evolving subacute infarct with gyriform areas of cortical laminar necrosis and petechial microhemorrhages. Carotid ultrasound doppler showed minor internal carotid artery disease bilaterally. The patient was discharged home with planned follow-up in clinic. There was no reported device malfunction, and the adverse event was the result of a procedural complication.